Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The cca was advised the patient tests his blood glucose 6 times a day and manages his diabetes with humalog insulin (25 units). The alleged issue began on (B)(6) 2010 at 12 pm. The patient reported blood glucose results of "15.8 mmol/l" with a lifescan meter and "4 mmol/l" on another meter, performed greater than 30 minutes of each other. The patient stated his normal blood glucose usually reads between "4 mmol/l to 7 mmol/l." Approximately 30 minutes after the alleged issue began, the patient claimed he felt a symptom of sweaty. The patient stated he treated self with a banana, a cheese sandwich and a glass of milk while waiting in the emergency room (ER). The patient advised he went to the ER because he was alarmed by the high blood glucose result obtained on the subject meter. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca walked the patient through a control solution test which fell within range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/03/2011. The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 2/supplemental report text- 2/11/2011: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.